Event description:
Cutter device would not core and made small tears in the pt's aorta. The unit was changed-out during the case and the replacement device performed correctly. The event shows no subsequent pt complication was reported.